Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review could not be performed because the lot number was not reported. Visual exam revealed the coupling pieces which are glued together came loose. Conclusion: cause is undetermined, no similar reports have been rec'd, complaint is indeterminate from a mfg standpoint.

Event description:
It was reported that the quick coupling falls apart in the washer.